Event description:
The information printed on the strip vial label, ahs rubbed off. Pt's blood glucose was not affected and not treatment was recieved. A request was made for the return of the suspect and replacement product was shipped.